Event description:
The manufacturer received a report from the patient's family indicating that a "ventilator inoperative" alarm occurred when the device was placed in standby mode for suctioning. A sales representative visited the patient's residence and confirmed the occurrence of the reported alarm. The representative attempted to resolve the issue by powering down the device using the power button and restarting it; however, the alarm recurred. The device was subsequently replaced. The patient uses the device only during nighttime hours, and no adverse health effects or injuries were reported. The device was returned to the manufacturer for evaluation. During operational testing, the reported issue was reproduced upon device startup. Review of the device error log identified a ¿ventilator inoperative¿ error associated with flow sensor fluctuation deviating from specification. Corrective restoration was performed, after which the error no longer occurred. As a precautionary measure to prevent recurrence, the flow sensor was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.